Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was frayed. In addition, the usb cable had to be held in a certain position in order for the pump to charge. Customer¿s blood glucose value was 147 mg/dl. Replacement cable was sent to the customer.